Manufacturer narrative:
Sample analysis: the device was received with the implant detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The implant coil is stretched at the distal and proximal end. The attachment tether that holds the implant intact with the delivery pusher does not show evidence of stretching. A portion of the delivery pusher lead wires have separated from the core wire. The remainder of the device is normal in specification. The root cause of this complaint cannot be determined. A segment of the coil appears to have been exposed to a force as it is stretched. However, the attachment tether end will have to be further analyzed to determine the type of break. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the placement of an embolization coil within an aneurysm the implant prematurely detached from the delivery pusher. The coil was retrieved using a microvenous gooseneck snare. No harm was reported.